Event description:
It was reported that the patient experienced inadequate and overstimulation due to impedances on the spinal cord stimulator (scs) leads. The patient underwent a scs explant procedure. No further information has been obtained.

Manufacturer narrative:
Block b3: exact date unknown, event occurred with the explant date provided by the patient prior to the date the manufacturer became aware. D6b: explant date: (2017). Additional suspect medical device component involved in the event: model number/catalog number: sc-2317-70. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: infinion cx lead kit, 70cm. Unique identifier (UDI)#: (B)(4). Additional suspect medical device component involved in the event: model number/catalog number: sc-2317-70. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: infinion cx lead kit, 70cm. Unique identifier (UDI)#: (B)(4).